Manufacturer narrative:
Consumer sent photos of the actual sample and a visual inspection observed the applicator plunger was jagged and partially missing and the string appeared to be cut short, which was likely due to manufacturing. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she opened a tampon for use and noticed the applicator plunger was damaged rendering the product unusable. Per labeling instructions, she checked the string and also identified that the string was short. She made the decision to not use the tampon.